Event description:
Procedure type: skin closure (abdominal) according to the reporter: while suturing fascias, the tip of the needle (about 5mm in length) broke. A nurse noticed it when receiving after the doctor had finished using the suture. Although the pt was x-rayed, the broken tip could not be found. There was no bleeding, and no tissue damage. Operating time was extended less than 30 minutes. Pt status is fine. No other info is available.

Manufacturer narrative:
Date of initial report sent: 09/29/2009.